Manufacturer narrative:
The actual device involved in the reported incident was not returned for analysis. The lot number of this product ws not identified, therefore a review of the batch records could not be performed. However, the issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that his is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided a product list of those high pressure sets which are appropriate for use with power injectors. This represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received of tubing rupture during use with a power injector. Reportedly, the event happened during injection of an unspecified CT contrast. The affected tubing set was replaced and the procedure was completed. It was reported that the patient and the staff member(s) may have been exposed to the contrast; however, there was no blood loss associated with the event. There were no reported adverse effects to the patient or staff. Though requested, no additional information was provided.